Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1195861. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-07-14. Medical device lot #: 1228128. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-07-14.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes tubes are not filling properly. The following information was provided by the initial reporter: translated to english. The customer stated: "tubes are not filling properly."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes returned to manufacturer on: 2022-10-31. Investigation summary: bd received 100 samples from lot 1195861, 100 samples from lot 1228128, three (3) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the defect could not be duplicated in the customer sample and retention testing. Bd was not able to identify a root cause for the indicated failure mode. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes tubes are not filling properly. The following information was provided by the initial reporter: translated to english. The customer stated: "tubes are not filling properly."